Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of this event was determined to be a use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was damage to a transfer set coincident with peritoneal dialysis therapy, and the patient subsequently experienced peritonitis. The cause of the peritonitis event was reported to be that ¿something caught on the patient¿s catheter and the tubing that goes in the twist clamp in the transfer set fell out and fell on the floor.¿ the following day, the patient was hospitalized and diagnosed with peritonitis. Also that same day, the patient received a new transfer set and was discharged home that same day. The patient was treated with intraperitoneal ancef (daily for fourteen days; dose not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.